Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2002. The pt aortic neck was reported to be tortuous. In 2003 the pt presented with a ruptured aneurysm secondary to a type I endoleak. Two attempts were made to treat the endoleak with a 14 mm balloon unsuccessfully: therefore, a 26 mm x 2.75 cm gore aortic cuff was deployed at the location of the aortic neck. There was no evidence of endoleak at the conclusion of the aortic cuff implant procedure. The pt was sent to the intensive care unit in stable condition. The pt was not doing well due to their age and other health problems that are not related to their aneurysm procedure.